Manufacturer narrative:
Investigation summary: bd received 10 samples for investigation. All 10 returned samples were tested and overfill could not be observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: overfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate 0.3ml - 0.109m, an unspecified number of tubes overfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected information. H6: imdrf annex b grid (1) b03 - testing of device from same lot/batch returned from user.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate 0.3ml - 0.109m, an unspecified number of tubes overfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. Samples were stuck in transit. If samples are received, the investigation will be reopened. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: overfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate 0.3ml - 0.109m, an unspecified number of tubes overfilled. No adverse impact was reported regarding the patient or user.